Event description:
Boston scientific received information that this right atrial (ra) lead displayed low out of range pacing impedance measurements. The decision was made to implant a new ra lead, which was a competitor product. The available evidence suggests this ra lead remains implanted, but not in service. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.